Manufacturer narrative:
Results: fluidics manifold. Please refer to medwatch #2122870-2013-00393 for an associated report related to the event.

Event description:
The customer reported obtaining erratic access accutni (troponin I) results for two (2) patients, over two separate days, involving the access 2 immunoassay analyzer. The customer indicated that replicate results of the original samples were above and below the customer's critical value of 0.09 ng/ml. Results were reported out of the laboratory and both patients were transferred to a larger hospital for further evaluation; the customer's establishment is an acute care clinic. This report references one of the patients and the event which occurred on (B)(6) 2013. Calibrations passed and no quality control (qc) issues were noted on the event dates. One data point for the low level control failed greater than 3 standard deviations high, one day prior to the first event. System check which was performed on (B)(6) 2013, passed all specifications. Samples were collected in edta (ethylenediaminetetraacetic acid) lithium heparin tubes and centrifuged at 3000 rpm for 10 minutes. The samples were run within 1 hour after drawn and the customer alleged no sample preanalytical issues for the events. A beckman coulter field service engineer (fse) was dispatched and reported system check failures and bubbles in the wash pump. The fse rebuilt the wash and precision valves, and replaced fluidics manifold to purge the wash pump of micro-bubbles. Repairs were verified per established procedures and results met published performance specifications. The fse also noted a very loud flushable vacuum pump and proceeded to replace the pump to avoid future issues. Access accutni reagent lot number 227993 was used in conjunction with the analyzer.